Event description:
As initially reported by a non-health care professional stated that, within a few hours of wearing the contact lens, the consumer experienced dry eyes, difficulty removing the contact lens, a scratch on the black part of the eye, and severe pain. Later, the consumer reported ongoing light sensitivity and tearing in both eyes. The consumer continued to use the product from a different box after the event occurred. Upon follow-up, the consumer experienced a corneal abrasion after wearing the contact lens, which resulted in an overnight emergency room visit. The consumer had several visits to eye care specialists and received multiple prescriptions. The consumer was treated with unspecified medication and was unable to see for almost two weeks due to light sensitivity. It was also reported that the contact lens appeared to be dry. Treatment provided was reported as hospitalization however, no details regarding duration or specific treatment were available. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).